Manufacturer narrative:
The device has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4)

Event description:
Medtronic received information that following the implant of this surgical bioprosthetic valve, one of the valve leaflets was noted as torn. The valve was explanted and successfully replaced with a new valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.